Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In august 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with resuscitation (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), blood urine present ("blood in urine"), genital haemorrhage ("abnormal bleeding-genital"), enterocolitis ("infection (other) describe:enterocolitis"), ovarian cyst ("reproductive system disorder or condition:ovarian cysts") and infectious colitis ("septic - colon infection") in a 22-year-old female patient who had essure (ess205) (batch no. Hcg6070061) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2003, headache in 2003, multigravida, parity 3, flank pain, hematuria, dysfunctional uterine bleeding, uterine dilation and curettage, vomiting and diarrhea. Previously administered products included for birth control: depo provera from 2002 to march 2006 and yaz from 2001 to 2002. Concurrent conditions included obesity, unspecified, hypertension since 2015, bipolar disorder since 2000, depression since 2000, post-traumatic stress disorder since 2000 and hyperlipidemia since 2015. Concomitant products included aripiprazole (abilify), fluoxetine hydrochloride (prozac) and hydroxyzine hydrochloride. In 2006, the patient experienced depression ("sychological or psychiatric problems condition:depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("pain: abdomen") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced sensitive skin ("srashes or skin conditions type:kin sensitivity"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(4) 2011, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2014, the patient was found to have blood urine present (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced sepsis ("septic-colon infection"). In january 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe:moody"), cystitis ("infection (bladder/ urinary tract/vaginal)-bladder"), enterocolitis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), abdominal adhesions ("colon and intestines adhered to my vaginal wall"), groin pain ("pain: groin"), infectious colitis (seriousness criteria hospitalization and medically significant), irritable bowel syndrome ("ibs") with constipation and foreign body in reproductive tract (""fluffy-like¿ substance in the way of one of my tubes"). The patient was treated with medroxyprogesterone acetate (depo provera), promethazine, resuscitation (total hysterectomy to remove essure) and surgery (ovarian cyst removal on (B)(6) (2014). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, blood urine present, mood altered, genital haemorrhage, menorrhagia, urinary tract infection, cystitis, enterocolitis, depression, sensitive skin, migraine, headache, vaginal discharge, ovarian cyst, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal adhesions, alopecia, abdominal pain, groin pain, sepsis, infectious colitis, urinary incontinence, irritable bowel syndrome, foreign body in reproductive tract and weight decreased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal adhesions, abdominal pain, alopecia, blood urine present, cystitis, depression, dysmenorrhoea, dyspareunia, enterocolitis, fatigue, foreign body in reproductive tract, genital haemorrhage, groin pain, headache, infectious colitis, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, sensitive skin, sepsis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. As per fu: (B)(6) 2019, essure insertion date: (B)(6) 2007 and removal date: (B)(6) 2014 (discrepancy). Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: sonographic imaging of the pelvis performed. The uterus measures 6,3 x.4.0 x3. 9 cm in size. Endometrium unremarkable at 4 mm thickness. No intrauterine pregnancy is identified.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, vaginal bleeding, headaches, depression, uti (urinary tract infection), ovarian cyst, nausea, constipation, enenterocolitis infection," most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. This case is medically confirmed. This case concerns 22 year old patient. Her demographics were updated. Her historical medication/conditions and concurrent conditions were added. Lab data was added. Her concomitant/treatment medications were added. Essure indication was amended. Essure lot number was added. Per plaintiff fact sheet following events: abnormal bleeding (general): blood in urine, abnormal bleeding (vaginal, menorrhagia),urinary infection), enterocolitis, depression, skin sensitivity, migraines, headaches, vaginal discharge, ovarian cysts, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, colon and intestines adhered to my vaginal wall, hair loss, pain: abdomen, pain: groin, moody, septic - colon infection, bladder or urinary problems or changes: incontinence, ibs (irritable bowel syndrome), constipation and fluffy-like¿ substance in the way of one of my tubes were added. She had recovered from event: vaginal hemorrhage. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), blood urine present ("blood in urine"), genital haemorrhage ("abnormal bleeding-genital"), enterocolitis infectious ("infection (other) describe:enterocolitis"), ovarian cyst ("reproductive system disorder or condition:ovarian cysts") and infectious colitis ("septic - colon infection") in a 22-year-old female patient who had essure (ess205) (batch no. Hcg6070061-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2003, headache in 2003, multigravida, parity 3, flank pain, hematuria, dysfunctional uterine bleeding, uterine dilation and curettage, vomiting and diarrhea. Previously administered products included for birth control: depo provera from 2002 to march 2006 and yaz from 2001 to 2002. Concurrent conditions included obesity, unspecified, hypertension since 2015, bipolar disorder since 2000, depression since 2000, post-traumatic stress disorder since 2000 and hyperlipidemia since 2015. Concomitant products included aripiprazole (abilify), fluoxetine hydrochloride (prozac) and hydroxyzine hydrochloride. In 2006, the patient experienced depression ("psychological or psychiatric problems condition:depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("pain: abdomen") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced sensitive skin ("srashes or skin conditions type:kin sensitivity"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2014, the patient was found to have blood urine present (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abdominal sepsis ("septic-colon infection"). In (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe:moody"), cystitis ("infection (bladder/ urinary tract/vaginal)-bladder"), enterocolitis infectious (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), abdominal adhesions ("colon and intestines adhered to my vaginal wall"), groin pain ("pain: groin"), infectious colitis (seriousness criteria hospitalization and medically significant), irritable bowel syndrome ("ibs") with constipation and foreign body in reproductive tract (""fluffy-like¿ substance in the way of one of my tubes"). The patient was treated with medroxyprogesterone acetate (depo provera), promethazine, resuscitation (total hysterectomy to remove essure) and surgery (ovarian cyst removal on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, blood urine present, mood altered, genital haemorrhage, menorrhagia, urinary tract infection, cystitis, enterocolitis infectious, depression, sensitive skin, migraine, headache, vaginal discharge, ovarian cyst, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal adhesions, alopecia, abdominal pain, groin pain, abdominal sepsis, infectious colitis, urinary incontinence, irritable bowel syndrome, foreign body in reproductive tract and weight decreased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal sepsis, alopecia, blood urine present, cystitis, depression, dysmenorrhoea, dyspareunia, enterocolitis infectious, fatigue, foreign body in reproductive tract, genital haemorrhage, groin pain, headache, infectious colitis, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, sensitive skin, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. As per fu: (B)(6) 2019, essure insertion date: (B)(6) 2007 and removal date: (B)(6) 2014 (discrepancy). Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: sonographic imaging of the pelvis performed. The uterus measures 6,3 x.4.0 x3. 9 cm in size. Endometrium unremarkable at 4 mm thickness. No intrauterine pregnancy is identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain, vaginal bleeding, headaches, depression, uti (urinary tract infection), ovarian cyst, nausea, constipation, enenterocolitis infection," lot number reported hcg6070061 is invalid. Most recent follow-up information incorporated above includes: on 29-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.